Event description:
The customer reported functionality was lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Both the left and right monitor and associated connections were evaluated and replaced. The system was tested and found to be working as intended and returned to service.